Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4) the e-belt failed the hi-pot test. The last pt to use this e-belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service investigation the belt failed a hi-pot test. The cause of the test failure was an exposed pulse wire on the distribution node (dn) to front therapy electrode (te) cable. The root cause for the exposed wire was unable to be positively determined. No adverse event resulted from the damaged belt. The last pt to use this e-belt did not report any deficiencies.